Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient stated on (B)(6) 2019, the skin under the sensor adhesive patch felt like it was burning. They stated the skin was swollen, red, itchy and peeled off with the adhesive patch. They indicated that the barrier creams that were recommended on (B)(6) 2019 from their dermatologist did not work and was prescribed hydrocortisone on (B)(6) 2019 to treat the affected area. At the time of contact, the patient was doing well. No product was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.